Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was confirmed due to a faulty printed circuit board. Additional findings include the following: the image color was red to a faulty printed circuit board and the image was noisy due to faulty video cable connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii video system center's image was freezing after startup. There were no delay to the intended diagnostic or therapeutic procedure, the patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely the following led to the malfunction: faulty printed circuit board. Olympus will continue to monitor field performance for this device.